Event description:
It was reported by service report that the headend was stuck in an elevated position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift cable.